Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels with large ketones. Bg level was not provided as glucometer read "high". Cause of elevated bg level was unknown. Reportedly, customer went to urgent care to treat bg. Bg was treated with manual injections. Tandem clinical support contacted customer and discussed alternate infusion set options with customer. Customer acknowledged.